Event description:
The biomed reported he received a pump and pcu from critical care that infused too quickly. Intended programming was 25 ml/hr for 10 hours and the infusion finished early. Time of the event was between (B)(6) 2013 6 pm and(B)(6) 2013 8 am. The biomed tested the device three times and it passed all testing. There was no pt harm or medical intervention reported. The customer stated that no further pt or event information is available.

Manufacturer narrative:
(B)(4). The device has been received and an evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.